Event description:
It was reported that the patient felt no stimulation sensation following an unrelated medical procedure. The patient had multiple surgeries since (B)(6), including polyp removal and abdominal surgery. The patient's stimulation stopped working after one of the surgeries. It was reported that the patient is currently in a long term care facility and had an intestinal lead. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient's device stopped working approximately the end of (B)(6) 2012. It was noted the patient's leads were placed in the shoulder blade area, up to c5/c6. The patient had an MRI in (B)(6) 2012 but the outcome was not provided. As of the date of this report the patient's system had not been checked to determine the cause of her reported loss of therapy. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient stated a manufacturer representative came and saw her around (B)(6). It was not believed that the representative reprogrammed the patient, but told her she needed to see her health care provider (hcp). The patient went home from the long term care center for about nine days, but got sick during the hurricane and had to go to another hospital on (B)(6) 2012, where she still was. The patient's hcp at the hospital was the same one that had done all of her abdominal surgeries. The patient had not seen her pain management hcp since becoming sick.

Manufacturer narrative:
Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3888-33, lot# v468717, implanted: (B)(6) 2010, product type: lead. (B)(4).